Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was extracted prophylactically at a biv upgrade due to externalized conductors. Normal electrical function was noted. The patient was stable.